Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is an off-label usage of device, on (B)(6) 2024. The patient's child reported that the patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient was getting a reading low on her app and receiver. The reading was reportedly low. It was not documented whether the bg was checked. The patient was asymptomatic. The asymptomatic urgent low readings were treated with carbohydrates. At an unspecified time after treatment, the reading would increase a bit to 50 mg/dl and would go to 42 mg/dl. It was not documented if the bg was checked or if the continued urgent low readings were retreated. The patient did not show any symptoms because she was low, so her son decided to take her to the hospital. At the hospital, her bg was 300 mg/dl. The patient was treated with insulin and IV drip to lower her readings. The hospital ran some tests, she was in the hospital for a few hours, and dismissed on the same day. There was no documentation of further medical evaluation or intervention for asymptomatic hyperglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.